Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 catalog. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found one blue syringe from the vertecem v+ syringe kit was found filled with hardened cement; cement was found overpassed from the 1ml marking. A compete functional test can not be performed as the condition of the complaint can not be replicated. However, due to the damage observed, a cement leakage issue can be confirmed. A potential cause for the observed condition can be related to the syringe being filled further than the 1 ml capacity. With the available evidence, the complete potential cause can not be fully determined. Instructions for use vertecem v+ syringe kit se_235619 rev. Af was reviewed and the following relevant precautions were found. After filling a vertecem v+ syringe kit syringe with cement, grip it by its wings. Gripping it anywhere else could transfer heat from your hand to the cement, shortening the working time of the pmma-based bone cement. Always fill all ¿vertecem v+ syringe kit¿ syringes with pmma based bone cement directly after mixing. Always make sure the pmma based bone cement has reached the preferred viscosity prior to injection. To halt the flow of cement out of the vertecem v+ syringe kit syringe at any given time, simply stop pushing the plunger. Make sure to always inject cement in a slow, controlled fashion. If cement flow is hindered at any time during injection, halt, investigate and correct the reason for the flow hindrance. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the unk - biomaterial - cement would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pvp (l3) for a compressed fracture on (B)(6) 2026. When the surgeon filled a blue 1cc syringe kit with cement, the push area of the syringe popped out and cement leaked out. It was in the situation of injecting cement into the syringe outside the body, so there was no patient impact. The left cement amount was sufficient to use for body filling. The surgery was completed successfully without surgical delay. No further information is available.